Event description:
It was reported that the patient presented during implant procedure. During procedure, the physician thought the lead body may have been compromised. The reported lead was not installed and the procedure was completed with an alternative lead on (B)(6) 2024. The patient in recovering from procedure.

Event description:
Additional information received noted that the physician was concerned with insulation damage on the lead observed during procedure.